Event description:
The patient did total hip arthroplasty on (B)(6) 2014. After the procedure, the patient felt pain more than one month recently. The surgeon did revision procedure on (B)(6) 2014. During the revision surgery, the surgeon noted the femoral stem was loose. The surgeon removed the stem and head easily and changed competitor's devices to complete. The surgeon also noted fiber tissue around sleeve. Took some tissue for examination and the result indicated the multinuclear leukocyte count more than 20hpf.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the returned device by depuy product development finds evidence to suggest rather than loosening, the femoral stem did not achieve fixation with the patient anatomy. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. Additional investigational inputs were requested but not provided. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.